Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was to undergo a magnetic resonance imaging (MRI). Technical services (ts) was consulted if the MRI could be performed based on this system having a history of noisy signals. Additionally, it was indicated this system had delivered two shocks as inanapropriate therapy due to oversensing of noisy signals. Ts reviewed stored data and it seemed to indicated that t-wave oversensing as the cause for the inappropriate shocks. Ts clarified that they could not give clearance for an MRI for this system could not be cleared even if they had disabled therapy delivery, with an appropriate order from the physician required. Ts recommended verifying electrode integrity. This device remains in service. No additional adverse patient effects were reported. Additional information from the field indicates this s-ICD will be abandoned and a implantable cardioverter defibrillator (ICD) will be implanted, ts was consulted and clarified that having two systems implanted makes them on MRI conditional. This system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system was to undergo a magnetic resonance imaging (MRI). Technical services (ts) was consulted if the MRI could be performed based on this system having a history of noisy signals. Additionally, it was indicated this system had delivered two shocks as inappropriate therapy due to oversensing of noisy signals. Ts reviewed stored data and it seemed to indicated that t-wave oversensing as the cause for the inappropriate shocks. Ts clarified that they could not give clearance for an MRI for this system could not be cleared even if they had disabled therapy delivery, with an appropriate order from the physician required. Ts recommended verifying electrode integrity. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.